Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that intermittently flow transducer test fails. According to the information provided by the technician, the issue was not reproduced during on-site visit. However, it has been confirmed in device's logs, that the device intermittently was failing pressure transducer test during pre-use check. The pressure transducer boards were checked and had been replaced. The issue has been resolved and the device was delivered to the user in working condition. The defective parts were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that intermittently flow transducer test fails. According to the information provided by the technician, the issue was not reproduced during on-site visit. However, it has been confirmed in device's logs, that the device intermittently was failing pressure transducer test during pre-use check. The pressure transducer boards were checked and need to be replaced to resolve the issue. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. The defective parts were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).